Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that on three occasions the customer encountered problems with the flow of the therapy through the filter. Part of the therapy was not being delivered to the patients since the liquid leaked through the filter. No patient injuries were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: expiration date, h4: manufacturer date are unknown, d4: possible lot numbers listed as 43422657 and 4309419, h3: device has not been returned to manufacturer